Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck to the magnet inside the housing. There are no sign of potential fragments. The root cause is attributed to the component susceptibility to damage. The instrument was found to have the grip-open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. The root cause of this failure is attributed to a dislodged set screw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws did not open. The customer reported event has no report of patient injury.